Event description:
Device #2 of 2. Reference MFR report: 1627487-2014-26175. It was reported the pt underwent lead revision surgery to reposition both occipital leads (for off label use) to improve stimulation pattern. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.